Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that their sensor was damaged. The customer¿s blood glucose level was 135 mg/dl at the time of the incident. The sensor was removed and noticed the sensor filament was gone. It was explained to customer the sensor could have retracted where filament gets pulled up into the needle and should not remain in the skin. The sensor was not returned for analysis.